Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to low blood glucose (bg) level (exact value was not provided). Despite multiple follow up attempts, no additional information was obtained, as the customer did not respond.

Manufacturer narrative:
Additional information was received from the customer stating that hospitalization was due to blood glucose (bg) levels lowering suddenly from 135 mg/dl to 11 mg/dl. During hospitalization, potassium, blood thinners, and heart medication were administered. Customer stated that hospitalization was not related to pump/supplies; however, customer could not provide any further information about the event or possible cause of low bg level.